Event description:
It was reported by the customer that the device was displaying a service indicator. Also, the error codes logged by the device are indicative of a device failure that would inhibit the use of the defibrillator function. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device. The root cause of the reported problem was determined to be due to a failure of capacitor c51 on the bi-phasic pcb assembly. After replacing the bi-phasic pcb assembly, proper operation was confirmed. The device will be returned to the customer for use.